Manufacturer narrative:
Vyaire medical file identification: (B)(4). H10: a vyaire field service representative(fsr) evaluated the device onsite and replaced the compressor and o2 cell due to high fio2 readings. Est (extended systems test) and ovp (operational verification procedure) were performed. The unit is functioning properly. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the avea ii ventilator compressor is making noise and low fio2 (fraction of inspired oxygen) alarm at 21% when compressor is running. As of this time there is no information about patient involvement associated with this reported event.